Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the sleeve. Applied medical¿s instructions for use (IFU) states that, "extra care should be taken when inserting and withdrawing angular and asymmetrical instruments, such as "j" hooks and clip appliers, through the sleeves. Staplers should be fully closed during passage to avoid potential damage to sleeve. Repeated passage of 12mm staplers may potentially cause seal leakage. All instruments should be centered axially when inserted through the sleeve seal." This report is a follow-up report for medwatch #(B)(4). Correction was made to add the patient age at time of the event within section a2 as the information received in medwatch report #(B)(4).

Event description:
Procedure performed: hysterectomy. Event description: "seal failing inside one of the trocars. Patient is okay. They were able to recover the failed seal." Product is not available for return. Additional information was received via email on 15jun2023 from [name], account manager I, applied medical "a seal in the gel trocar got dislodged and had to be removed. Apparently, dr. [Name] said that this has happened before." The case was completed by surgeon. No injury to patient. Additional information was received via email on 26jun2023 from [name], surgery specialist, or [facility] "the affected item was #11 clear port/trocar. No product was saved. It happened about midway through the case although we were not notified until late in the day. Unsure about the total number of slip outs. The item did not appear torn. Per the verbal report given, the item never fell into the patient." Additional information was received via email on 22aug2023 from medwatch, uf/importer report #(B)(4). "During surgical procedure using gelpoint, pieces of the gelpoint came off inside the patient. Two pieces were identified one being a small clear plastic and one being a black piece of plastic. Both were able to be removed and accounted for." Patient age: 38 years. Intervention: "they were able to recover the failed seal. The case was completed by surgeon." Patient status: "patient is okay."

Manufacturer narrative:
No product is being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: hysterectomy. Event description: "seal failing inside one of the trocars. Patient is okay. They were able to recover the failed seal." Product is not available for return. Additional information was received via email on 15jun2023 from [name], account manager I, applied medical. "A seal in the gel trocar got dislodged and had to be removed. Apparently, dr. [Name] said that this has happened before." The case was completed by surgeon. No injury to patient. Additional information was received via email on 26jun2023 from [name], surgery specialist, or [facility]. "The affected item was #11 clear port/trocar. No product was saved. It happened about midway through the case although we were not notified until late in the day. Unsure about the total number of slip outs. The item did not appear torn. Per the verbal report given, the item never fell into the patient." Additional information was received via email on 22aug2023 from medwatch, uf/importer report #(B)(4). "During surgical procedure using gelpoint, pieces of the gelpoint came off inside the patient. Two pieces were identified one being a small clear plastic and one being a black piece of plastic. Both were able to be removed and accounted for." Patient age: 38 years. Intervention: "they were able to recover the failed seal. The case was completed by surgeon." Patient status: "patient is okay."